Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a post operation check, the atrial lead was noted to be pacing the ventricle. The atrial lead was repositioned on (B)(6) 2018. The patient's condition was stable before and after the procedure.